Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. 16-may-22. Based on additional information received, this event is a duplicate of MFR- report number 0001038806-2022-00350. As a result, the prior submissions for MFR- 0001038806-2022-00362 submitted on march 16, 2022 is no longer considered a reportable event by the manufacturer and no further reports will be submitted for this event.

Event description:
Based on additional information, this event is a duplicate of MFR report number 0001038806-2022-00350.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant at tooth location #14 was placed and buried. During a follow up appt, the patient was noted to have bone loss and cupping with the implant.